Manufacturer narrative:
Additional information: please review attached for the investigation results.

Event description:
It was reported a revision surgery to replace femoral head and stem from patient.